Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the display touch was found to be not working. Upon evaluation the display cable was found to be loose and was rectified.

Manufacturer narrative:
H3 other text : third-party service.